Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The exact cause of the cannula dislodging could not be determined. Data downloaded from the device showed timeouts throughout the run of the device but no drive stalls. No alarm was generated. The cause of the timeouts could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 252 mg/dl while wearing the pod between 24 and 36 hours. Patient's father stated the cannula dislodged from the infusion site (arm). As treatment, a manual injection was delivered and a new pod was applied after the event. The patient's blood glucose history is as follows: (B)(6).